Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, the procedure was not gone well and they put the lens back in the cartridge. On the second occasion the lens was implanted and rotated correctly. Three days following the procedure the patients visual acuity did not improve. When checked in the lamp of slit, the haptic was broken for which the lens needs to be removed. During the surgery it was not observed, in fact the lens was rotated and it did not look broken.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the lens was loaded and delivered twice. Lenses and cartridges are singe-use devices. The broken haptic may have occurred due to the additional manipulation/loading issues. No further information has been provided. The manufacturer internal reference number is: (B)(4).